Event description:
While instrument was being connected to the conical extraction rod, the thread snapped off of the end. The surgeon managed to remove the part. Another identical device was immediately available for use and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.